Event description:
Caller reported an issue with the incorrect time being displayed on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump's time and advised the caller to monitor for further discrepancies, suggesting a follow-up if the issue recurs. Caller understood and acknowledged the advice.